Event description:
It was reported that there was a right atrium lead issue; the impedance was less than 200 ohms. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead in segments analyzed.

Event description:
..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found the inner insulation breached with metal ion oxidation. The proximal conductor had blood/body fluid (not obstructed). All insulators had cosmetic metal ion oxidation. The outer insulation had cosmetic environmental stress cracking and a white substance on it.